Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 562 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. As the contact was not with the customer and pump at the time of the report, troubleshooting was unable to be performed. Although requested, the contact did not call back to troubleshoot.